Manufacturer narrative:
Findings: pump received with constant alarm loop during boot up. Unable to perform the displacement test due to alarm, fault isolated to the motherboard. Pump received with cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.